Event description:
A malfunction code, identified as malf 12, was reported due to the pump becoming wet from sweat. The high blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact on the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reoccurred.